Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Ous MDR - boston scientific received information that the patient with this device was seen in-clinic due to a lead safety switch notification. During the in-office visit, no lead issues were identified and the patient was released after the system had been reprogrammed back to the original settings. Subsequently, the patient returned due to loss of capture and an accompanied, slow escape rhythm. The physician interrogated the system and confirmed noise, abnormal impedance measurements and loss of capture, in the bipolar setting. The pocket was opened, the setscrew retracted and the lead terminal pin, reseated. Once the lead terminal pin was correctly reconnected within the device header, no further anomalies were observed. The physician stated that he had not inserted the lead tip far enough and this likely caused the observed malfunctions. No further investigation was required and to date, the system remains implanted and in service with no additional anomalies observed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The date of implant was not provided.